Event description:
Customer reported receiving an inaccurate high glucose reading from their freestyle freedom meter. Customer reported one episode of loss of consciousness. Paramedics were called and treated customer with d50 IV solution. Customer was then transported to hospital where he was diagnosed with severe hypoglycemia and being treated with IV solution.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.